Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection (not further specified). The cause of the abdominal infection was reported to be due to diet (no further detail was provided), therefore the cause has been assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified drugs added to dianeal solution (dose and frequency was not reported). Pd therapy was ongoing during treatment. On an unreported date, the patient was recovered from the event. No additional information is available.